Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler had allegedly broken while pulling through the catheter in the soft tissue. It was further reported that a piece of the tunneler was allegedly not retrievable after surgery and was still in the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one tunneler with a loaded protective sheath segment was received for evaluation. Gross, visual, microscopic and functional testing were performed. A bend was noted on the tunneler body. The protective sheath loaded on the tunneler was noted to have a circumferential break. The edges of the complete circumferential break on the proximal end of the loaded protective sheath were noted to be jagged. The surface was noted to be granular with residue throughout. One electronic photo was provided for review. Therefore, the investigation is confirmed for the reported tunneler sheath broken and identified tunneler bent issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 08/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler was allegedly had broken while pulling through the catheter in soft tissue. It was further reported that the piece of the tunneler was not retrievable after surgery and is still in the patient. Reportedly, catheter was removed, and the procedure was completed using another device. The patient is reported to be stable now.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler was allegedly had broken while pulling through the catheter in soft tissue. It was further reported that the piece of the tunneler was not retrievable after surgery and is still in the patient. Reportedly, the catheter was removed and the procedure was completed using another device. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one tunneler with a loaded protective sheath segment was received for evaluation. Along with the sample, one photo was provided for review. Gross visual, microscopic and functional testing were performed on the returned sample. A bend was noted on the tunneler body. The protective sheath loaded on the tunneler was noted to have a circumferential break. The edges of the complete circumferential break on the proximal end of the loaded protective sheath were noted to be jagged. The surface was noted to be granular with residue throughout. Therefore, the investigation is confirmed for the reported tunneler sheath broken issue. However, the investigation is inconclusive for the reported difficult to remove issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.